Manufacturer narrative:
A rotational sensor malfunction was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. Corrosion was observed on multiple internal components, including the commutator cap, which is confirmed as the root cause of the reported 0x40 alarm. No fluid path or housing damages were observed that could be confirmed as the source of the internal corrosion, the cause of which could not be identified. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of pod hazard alarm during operation. The investigation observed internal corrosion without evidence of crack or fluid path. It was also reported that the patient's blood glucose level rose to 520 mg/dl while wearing the pod on the infusion site (arm).